Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48-168 mg/dl. Suspected cause was due to having a carb ratio and correction factor that needed adjusting. Customer consumed glucose tablets to address bg. Reportedly, the customer contacted the healthcare provider regarding diabetes management and to adjust settings.